Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on an unknown date. Further, the infusion set was used within 24 hours. The patient replaced the infusion set and infusion was resumed successfully. No additional information was available.